Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the customer was performing planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and could not confirm the issue. The review of system log file couldn¿t confirm the issue. As a part of troubleshooting, fse reconnected the connector to the control board that control connections with footswitch and found that the cause of the issue was sbc power failure. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the customer was unable to perform fluoroscopy and exposure with the footswitch. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.